Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained ventricular tachycardia (vt) episodes, short interval counts (sic) and non-physiological noise. A possible impending lead fracture is suspected. The rv lead currently remains in use and a lead revision is being considered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).